Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and allowed remote access. The customer informed ccc that they ran quality controls, which were within range. A siemens headquarter support center (hsc) reviewed the instrument data. Based on the observations, hsc concluded this event is sample specific due to poor sample quality and the presence of fibrin contained in the serum portion of the sample. The cause of discordant, false low hcg result on one patient sample was due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument three times, all resulting positive. The corrected result was reported to the physician(s). The serum sample collected in the emergency room (ER) was run as a qualitative screening test and resulted as positive. The ER ordered an hcg test that was run on the dimension exl instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.